Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered a carbohydrate amount into the pump for a bolus delivery. However, customer cancelled and did not deliver the bolus as the customer did not want to deliver a bolus. There was no reported impact to blood glucose.